Event description:
It was reported that after a da vinci-assisted surgical procedure that the tip cover accessory of the monopolar curved scissors instrument was found to be damaged. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.